Event description:
Customer called to get help setting the unit of measure back to mg/dl. Caller said they were "pushing buttons". There was no report of death or serious injury or mistreatment associated with this product problem.

Manufacturer narrative:
The customer returned a different meter than the one the complaint cites. Investigation of similar reports have shown that partial memory overwrite, brought about in certain low battery situations, can cause meter settings (date and time, calibration, unit of measure and beeper settings) to revert to software default settings. The unit of measure of us customers is locked in mg/dl and when unlocked, defaults to mg/dl, the expected unit of measure.